Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is pulled from the optic. The other haptic is bent and broken. The optic is cracked. The customer indicated the use of a non-qualified cartridge, and an unknown handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. This model iol is only qualified for use in two specific cartridges. The reported bent haptic damage was observed. The root cause is most likely related a failure to follow the directions for use. The account used a lens/cartridge/handpiece combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. In addition, a viscoelastic was indicated which is not qualified for this lens when used with a qualified cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The product investigation could not identify a root cause for the complaint of corneal edema and blurred vision. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An office administrator reported an intraocular lens (iol) with a haptic that was bent. Additional information was provided by the initial reporter that the bent haptic was noticed upon lens insertion during an intraocular lens (iol) implant procedure. The surgery was completed with a new lens. The patient had corneal edema and blurred vision post-operatively. Per the surgeon, "patient has history of glaucoma with shunt in operative eye. Vision was guarded pre-op and could count fingers only. It will be a long course for post-op healing.".